Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-dec-2021, bwi received additional information regarding the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. It is unknown if hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was negligible. It is unknown if there was resistance with the sheath when they were trying to put the dilator into the sheath or when they were trying to withdraw it from the sheath. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath. The dilator was not stuck in the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure using a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was damaged. It was reported that the af operation, inner sheath couldn¿t advance due to the hemostatic valve damage. The second sheath was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was missing and the shaft was found bent. A device history record review was performed for the finished device 00001696 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure using a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was damaged. It was reported that the af operation, inner sheath couldn¿t advance due to the hemostatic valve damage. The second sheath was used to complete the operation. There was no report on adverse event on patient. Hemostatic valve separation is MDR-reportable.